Event description:
It was reported that the right ventricular (rv) lead had been exhibiting high undefined out of range (oor) superior vena cava (svc) defibrillation impedance and the svc coil had been previously programmed off. The lead was programmed off but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.